Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached; the metal cap has not been returned; the glass cap exhibits moderate devitrification at the output window; the glass cap exhibits moderate char. The previous reference to forward firing is not supported based on the product analysis results. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure "fiber cap detachment @94449j" ¿ fiber cap was retrieved, case was completed with a second fiber. Patient outcome was reported as ¿okay¿.

Manufacturer narrative:
(B)(4).